Event description:
This 52 yr old female had a bam 22 yrs prior; with implantation of subglandular, smooth saline breast implants. About one year ago, the pt's left implant deflated over a 3-4 day period. Gross exam showed no obvious rupture or leakage yet implant was completely deflated.